Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose level was 39 mg/dl. The customer treated with food and drink. The customer stated his blood glucose level was previously over 500 mg/dl. The customer stated he is taking two different kinds of blood pressure medication which might be affecting his blood glucose levels. He further stated he had been having low blood glucose levels for two or three months. Standard troubleshooting was performed. It was discovered that the drive support cap of the customer's insulin pump was protruding. A motor error alarm and a no delivery alarm were discovered in the insulin pump's alarm history. The customer had also been using the same infusion set for longer than the recommended time frame. The customer's insulin pump's settings were also set up incorrectly so that he was receiving larger boluses than he should. The product is being returned. Nothing further was reported.